Event description:
Event description guidant received information that the patient presented to the physician due to reports of vision problems and light headedness. An evaluation of the implantable cardioverter defibrillator (ICD) noted it was displaying elevated and fluctuating ventricular pacing thresholds and a loss of ventricular capture. Chronic low p-waves were reported as well as undersensing of very fine atrial fibrillation.